Event description:
Procedure type: lap appendectomy. According to the reporter: while inserting the cannula into the sleeve the cannula broke at the distal end, the tip broke off. The piece was retrieved from the pt's cavity. Delay time operative time was 10 mins. No pt injury was reported.